Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. D4: batch # 270c44. A manufacturing record evaluation was performed for the finished device batch number 270c44, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the gst60w fired on? Any unusual noises from the device? Was there any difficulty in firing the device? Was there any problem with staple formation with this particular firing? Any problem with staple formation on firing? Additional information about complication encountered during procedure? How are the complications related to the device? Is the cause of death known? Did the surgeon use one or two hands to close the device? What troubleshooting steps were taken in the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the liver resection procedure a device was fired three times, successfully, with gst60w on liver. On the fourth firing, the surgeon claimed the knife blade moved partially down the jaw as witnessed by the knife blade on the cartridge half of the jaw, came into resistance, and would not complete firing. The surgeon utilized the reverse-knife sequence and removed the stapler. A new stapler was opened and used to complete the necessary stapling without additional problems. There were no known metal clips or other obstructions in the jaw at the time of the ¿malfunction¿. Later in the procedure, there were numerous complications, resulting in the death of the patient that evening.

Manufacturer narrative:
(B)(4). Date sent: 9/25/2023. D4: batch # 270c44. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The complete firing action requires 4 complete strokes to cut the full reload length and return the knife to its home position. For each stroke, squeeze and release the firing trigger completely with a continuous, smooth stroke until it rests on the closing trigger. The numbers on the stroke count indicator will advance with each stroke. After the third stroke, the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. At the end of the fourth stroke, the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. The status of the transection can also be determined by observing the knife blade indicator throughout the firing action. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Device history review a manufacturing record evaluation was performed for the finished device batch number 270c44, and no non-conformances related to the reported complaint condition were identified.